Manufacturer narrative:
An event of device falling off axis and device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. However imaging was received from the field and analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) using a 14f amplatzer amulet delivery sheath. The device was planned via computed tomography (CT) under general anesthesia. The device was continued to fall off axis when repositioned x3/team and they decided to change the device to a new 28mm amplatzer amulet left atrial appendage occluder. The 28mm was prepped as per instructions for use (IFU), advanced and released via 14fr sheath. The device was slightly off-axis and compression only evident on one side of lobe and echocardiogram imaging was limited. Tug test was performed and no movement was seen in the device. There was a difficulty of seeing full compression and they decided to deploy the device. The device compression was in a roman helmet shape. After the procedure, no movement was noted and patient was taken to post operative care. Twenty minutes later the procedure, patient experienced drop in blood pressure and transthoracic echocardiogram (tte) showed the device was embolized and sitting on mitral leaflet. A mild mitral regurgitation (mr) was noted. The patient was immediately transferred to catheterization laboratory and reintubated, bilateral groin access was achieved with a 18f and 14f non-abbott sheath. The 14f sheath was advanced into the left atrial (la) via the 18f sheath across the original right atrium (ra) and transeptal puncture. A 35mm non-abbott device was then advanced into the 14f sheath and the sheath was moved so the tip was in the position about the embolized device, snared successfully, advanced and caught the hub of the amulet. The snare was tightened, captured device and pulled back into the 14f sheath. The 14f sheath was removed and a new 14f amulet sheath was chosen. A new 31mm amplatzer amulet left atrial appendage occluder was opened and prepared as per IFU for deployment. The sheath was positioned with additional counter clockwise torque until it say within the middle of the appendage and device was advanced and unsheathed into position. The placement was assessed by team- and all close signs were met and no off-axis was position seen. The team waited for 10 minutes plus before performing gentle tug test and no movement of the device was noted. The device was deployed and no movement was seen. The team waited another 10 minutes and watched with echocardiogram before deciding to remove and close the groin. The patient was extubated and transferred back to recovery. A small effusion was noted after the device removal but no further intervention was performed. The patient was reported stable and staying overnight in the hospital. No additional information was provided.